Event description:
It was reported that there was a patient alert, noise on the electrocardiogram, a high sensing integrity count, and a possible lead fracture or device malfunction. The device was removed and replaced. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies were found; proximal segment was returned for analysis. Further testing revealed that outer insulation had environmental stress cracking and a cosmetic depression.